Manufacturer narrative:
It was originally reported the device was returned, however additional information was provided and no product or sister samples were returned for investigation. A photograph was attached with the complaint and showed an image of an arterial tubing separated from a male luer. Without the sample available for investigation the probable cause cannot be determined. The manufacturing and design records could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device was received on february 19, 2019. Testing and investigation is not yet complete.

Event description:
It was reported an arterial transpac IV monitoring kit was disconnected upon priming. The line was not connected to a patient and was replaced with a new set. There was no patient involvement, no adverse event, and no delay in critical therapy.